Event description:
During a total knee the 1/8 hex drive screwdriver from the triathlon misc tray would not turn the locking screw on the anterior referencing distal femoral resection guide. A second tray was opened and the other screwdriver turned the screws without incident.

Manufacturer narrative:
The evaluation will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
The investigation could not determine the root cause of the event as functional testing of the device found it to be fully functional. Visual inspection: the tip of the hex driver showed signs of normal wear and tear. Dimensional inspection: the hex tip was measured and found to be within specifications. See dimensional inspection uploaded into the communication log of this pi. Functional inspection: the mating device was not returned. Shoulder screw 5540-a-000 was used for functional testing as a typical part used with this hex driver. The driver was functional with no slippage. The event was not confirmed. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
During a total knee the 1/8 hex drive screwdriver from the triathlon misc tray would not turn the locking screw on the anterior referencing distal femoral resection guide. A second tray was opened and the other screwdriver turned the screws without incident.